Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from (B)(6) on (B)(6) 2026, that a 58-year-old female patient experienced a loss of osseointegration involving a glidewell ht implant ø5.0 x 10 mm placed at tooth #14. The implant was placed on (B)(6) 2024, and prosthetic restoration was completed on (B)(6) 2025. The event occurred after the final prosthesis delivery, and the patient presented with the issue on (B)(6) 2026. Reported symptoms included inflammation and infection. The implant was removed on (B)(6) 2026. The symptoms resolved following implant removal. No permanent injury was reported. No abnormality was noted with the implant or packaging. No additional information was provided.